Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed). By design, blood can enter through the septum in the tip and this does not affect lead performance.

Event description:
It was reported that during implant attempt, the shape of blood has been observed inside the lead isolation. The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.